Event description:
This is filed to report the gripper actuation issue that occurred during device preparation. It was reported during device preparation of the clip delivery system (cds), one gripper arm was out of position when it came out of the box. The gripper arm did not fully reach the clip arm as it is expected to in the resting state at an arm angle of 120 degrees. The grippers were raised and lowered multiple times; however, the issue did not resolve. The clip did not come in contact with the patient and was exchanged for a new cds. There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported gripper arm not fully reaching the clip and irregular appearance were not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information and returned device analysis, the cause for reported gripper arm not fully reaching the clip could not be determined. The reported irregular appearance appears to be a cascading effect of the reported gripper arm not fully reaching the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.